Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the ems was dispatched and the customer was hospitalized for low bg's. Customer alleged over delivery anomaly. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. History download was successful using thus and carelink upload was successful. Reviewed the formatted history file for boluses delivered on the event date (B)(6) 2021. There was multiple micro boluses delivered on (B)(6) 2021. Please see below for the total bolus insulin delivered on(B)(6) 2021. (B)(6) 2021 dailytotalofbolusinsulindelivered = (B)(4). The insulin pump passed the functional testing. No over delivery anomaly noted. Unable to confirm alleged low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was dispatched to emergency service on (B)(6) 2021 due to low blood glucose level. The blood glucose level of customer was 40 mg/dl. Current blood glucose level of customer was 150 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. Customer alleged that insulin pump was over delivering insulin. Customer experienced symptoms including cold, sweating and dizziness. Customer was treated with intravenous glucagon. The insulin pump will be returned for analysis.